Manufacturer narrative:
Corrections: initially reported: serial# (B)(4) and corrected to serial# (B)(4). Initially reported: (B)(6). This event was initially reported and stated as (B)(4). However due to some issue received upon electronic submission of (B)(4), the work around was to create another complaint number for this same event, which is (B)(4) . Hence (B)(4) are related to the same adverse event. Bwi field service engineers found that lp/magtx kit was defective and replaced it with another one. The defective kit was sent to the manufacturer for investigation. The manufacturer has confirmed the failure. The location pad found faulty. A brown wire of the location pad cable was found disconnected from connector j1 that caused the reported issues. Device history record was performed and no anomalies were noted in manufacturing or service.

Event description:
It was reported that the carto 3 system failed to initialize 7 times before the customer abandoned its use for a complex vt case. It was identified that the carto piu was defective and the procedure was cancelled.

Manufacturer narrative:
Although the carto 3 system had not been used on the patient, the case was cancelled after a transseptal puncture was completed which could pose more potential risk to patient's safety with regard to further exposure to another transseptal puncture. There are no patience consequences reported by the facility. The procedure was completed the next day with a competitor product. The patient was subsequently released from the facility. No further details regarding the procedure or the product have been provided by the facility. If any new information is provided by the facility regarding the event or the patient, a 3500a supplemental report will be submitted to the FDA as required. (B)(4).